Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the reported malfunction. The fse replaced a damaged graphic user interface (gui) to breath delivery (bd) unit cable to resolve the issue. The device passed all tests, calibrations and was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator became inoperative. There was no patient involvement reported.